Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 126 mg/dl and their sensor glucose read 46 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer also reported experiencing high blood glucose around 600 mg/dl. The customer treated their high blood glucose with a manual injection. It was also found the customer had bent cannulas on their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.